Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for unknown 3.5mm locking screws/unknown lot number. Original implant date is unknown, 18 months ago. Device is not expected to be returned for manufacturer review/investigation. The plate and screws were removed intact. There is no allegation of a complaint against this device; however, because this device is dwelling in the area of the reported event it cannot be disassociated from the reported adverse event, non-union. No lot number was provided, without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2017 due to nonunion of the humerus. A 3.5mm lcp extra-articular distal humerus plate and eight (8) 3.5 cortex screw were originally implanted 18 months ago on an unknown date. The nonunion was discovered on an unknown date. The plate and screws were removed intact and the patient was revised to a 4.5mm narrow lcp® plate and six (6) cortex screws. The surgery was successfully completed with no delay and successful patient outcome. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).